Event description:
It was reported that a local diabetes educator and the patient inquired whether the ilet was administering therapy after the device displayed a low-battery alarm earlier in the day; the educator reported the patient had not used the ilet for several days, had been administering manual novolog injections, and reconnected to the ilet shortly before dinner without meal announcing, after which blood glucose was 281 mg/dl and steady. Symptoms included hyperglycemia with a reported peak of 400 mg/dl. Outcomes included prolonged hyperglycemia and consultation with a diabetes educator. Investigation included review of device history and user education on continuous wear and meal announcing to prevent hyperglycemia. Investigation of this case revealed no insulin suspension alarms and user-related factors, including device not worn for several days, low battery earlier in the day, and missed meal announcement prior to eating. It was concluded that the event was related to inadequate device use and user management, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.